Event description:
On 6/3/96 catheter removed. No longer needed for long term antibiotics. Upon removal there was a question of catheter fragmentation. A portable chest x-ray confirmed that a fragment of catheter was present, overlying the heart. Probably in the pulmonary artery. On 6/6/96 fragment of catheter removed from left pulmonary artery in radiology dept without complication. Chest x-ray normal.